Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that during an arthroscopy the videoarthroscope image was not clear. The procedure was successfully using a back up device. A delay greater than 30 minutes was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received states that the reported surgical delay of over 30 minutes was incorrect and in fact it was a delay of 5 minutes only which does not represent a patient harm. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.